Event description:
A customer reported the touchscreen of the adc device was unresponsive and therefore was unable to use device to monitor glucose. The customer stated they went out for a walk, however, they "woke up on the floor" and could not remember how they got home. The customer stated they were not sure if they passed out or experienced seizure during this time. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the touchscreen of the adc device was unresponsive and therefore was unable to use device to monitor glucose. The customer stated they went out for a walk, however, they "woke up on the floor" and could not remember how they got home. The customer stated they were not sure if they passed out or experienced seizure during this time. No further information was provided. There was no report of death or permanent impairment associated with this event.